Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted where the charged coupled device (ccd) cover lens was scratched, the connecting tube was wrinkled, the ccd unit was peeling and had a grainy image. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii colonovideoscope tested positive for an unexpected contamination. The scope was sampled once. During the sampling, the scope tested positive for 1 colony forming units (cfus) of unspecified revivable aerobic micro-organisms. All channels were tested. Sampling occurred at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The unit was sent to an independent laboratory for culture testing. The device tested positive for < 1 colony forming units (cfus) of unspecified revivable micro-organisms. These results were within conforming standards. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer uses anios clean excel d detergent during the pre-cleaning process. No other specifics were provided on this process. During the manual cleaning process, the customer references a third-party vender albyn medical however did not provide any other specifics regarding the relation. For automated endoscope reprocessor (aer) treatment, with a soluscope 3 machine, using soluscope cln detergent and soluscope paa (disinfectant). It was mentioned that the biopsy valve, air valve and suction valve are disinfected through an automated process. The scope is stored in a esset soluscope storage. Olympus is not the maintenance company used by the customer. It was unclear if the scope was sterilized. This device is expected for return to olympus for evaluation however, as of this report the device has not been received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.